Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.